Event description:
Same case as: 2134265-2008-00396. Same pt as MFR report #: 6000093-2007-00255, 6000089-2007-00160. It was reported by the pt, that post a coronary drug eluting stenting treatment procedure, the stents became occluded. A 2.50x12mm taxus express2 drug eluting stent was placed in the obtuse marginal and another 2.50x12mm taxus express2 drug eluting stent in the right coronary artery approx 2 yrs prior to the reported event. The pt had to have one of his stents re-opened in january 2008 and thought he had this done last summer as well. It is unk how the occlusion was treated. The pt has been taking plavix as prescribed.

Manufacturer narrative:
In 2008 and 'last summer' - it is unk which of the two stents were treated at which time. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.